Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was duplicated and the pace/defib engine board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine board was removed and returned. The customer's report was duplicated and attributed to a faulty charge cap on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.